Event description:
It was reported that the patient presented for implant procedure. During the procedure, the nurse was unable to insert a wire through the left ventricular (lv) lead tip that was being implanted. It was noted that the lead had no apparent damage. The physician elected to use a new lead which was successfully implanted. The patient condition was stable.